Manufacturer narrative:
Add'l info has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following an engineering eval.

Event description:
It was reported that 4 clips were broken during final tightening in op. Some clips could not be used with counter torque tube and inserter because the operative field is very narrow. But, another clips could be used counter torque tube and clip inserter. We cannot obtain x-rays. There is 10-15 minutes delay in op because of the breakage.